Event description:
This 78 yr old female underwent a bam in 1984 with implantation of bilateral silicone gel breast implants. The name of the MFR is not known to this reporting facility. A recent mammogram was suspicious for ruptured implants. Gross exam: both breast implants were obviously ruptured and the material was adherent to a surgical towel. During the procedure, it was apparent there was extracapsular extravasation of the gel.